Event description:
It was reported that the device reached elective replacement indicator (eri) too soon. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis revealed that the device met 80% of expected longevity.